Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced range of low blood glucose levels of 39 mg/dl to high blood glucose level of 480 mg/dl. The customer was treated lows with carbs, cup of juice or yogurt and highs with bolus. Too much exercise causes lows, and painting this weekend did too. Customer stated that she may not count carbs right, or if she is sick, if she has a lazy day. Customer's blood glucose value was unknown. The product was not returned for analysis.